Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any change in the patient's postoperative care due to the prolongation of the procedure? No, the event does not present a change in the patient's postoperative care. Were there any unexpected outcomes or complications as a result of prolonged surgery? No, there were no unexpected results or complications as a result of prolonged surgery. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2025 and absorbable straps were used. The takers did not guarantee their safety, as they were loose. For this reason, it was necessary to use another ethicon strap 12 gripper. The surgery was delayed by 5 to 10 minutes without fragments generated. The procedure was successfully completed using a new device. There were no adverse patient consequences. Additional information was requested.